Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: inspected ventilator found unable to calibrate flow sensor. In service test mode flow sensor, auto-zero, blower flow and exhalation pressure test gone failed. No patient involvement.